Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The customer disposed the packaging of the lancet, therefore the product details were not available. No information was captured in (lot # and expiration date), and the device manufacture date could not be determined. The lancing device is not 510(k) cleared, therefore, no information was captured.

Event description:
The customer from germany reported that she accidentally swallowed a microlet lancet endcap instead of her thyroid tablet. The customer excreted the cap without any problems.